Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal rash. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed antifungal and hydrocortisone cream for the rash. It's unclear if the lifevest caused or contributed to the skin irritation, reporting out of abundance of caution. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.